Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced bleeding and discharge of old blood, mesh erosion and protrusion with foul smell, bleeding vulvar lesion, urinary tract infections, pain, dyspareunia, yeast infections, vulvovaginitis, pin size defect in perineal area, vaginal dryness, atrophy and vaginitis. The vulvar lesion and mesh were removed and a perineorrhaphy was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.